Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. The investigation determined that there was no fault found with the reported device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a patient expired while ventilated on an astral 150 device. No allegation of device malfunction was reported.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to investigate the device at this time. (B)(4).

Event description:
It was reported to resmed that a patient expired while ventilated on an astral 150 device. No allegation of device malfunction was reported.